Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. No button error alarm during testing. Passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error and the customer was not able to do anything on the insulin pump and the customer experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl. The customer was treated with the manual injections. The customer was assisted with the troubleshooting. The customer stated that the clock was advancing on the insulin pump. The insulin pump will be returned for the analysis.